Event description:
Customer notified company that during the use of the mizuho osi tempur med chest pad, the pt "kid", had shown signs of bruising.

Manufacturer narrative:
Contacted hospital multiple times about incident and pt outcome (email, phone, visit), hospital failed to respond to initial complaint, close of complaint due to no response.